Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve operation, the gia stapler cut the intestine without stapling. The surgeon opened another stapler and the staple line was clear. It was noted that a leakage occurred after that. They opened the patient again and they used hand suturing technique. The patient suffered from peritonitis as a complication and was sent to the intensive care unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.